Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the led became dark and values could not be read. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.